Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, 12:15 p.m.; one hour ago, the patient developed pain in the left lower back and abdomen without any apparent cause, presenting as paroxysmal colic. The emergency department admitted the patient for treatment with a provisional diagnosis of ¿lower left ureteral stone with left hydronephrosis.¿ 14:05 a nurse prepared the patient for a contrast-enhanced CT scan as ordered. While inserting the indwelling IV catheter, the patient reported significant pain. During the infusion test, a crack was discovered in the catheter tubing, and saline solution was continuously leaking from the crack. The test infusion was immediately stopped, and intravenous therapy was not continued. The indwelling needle was carefully removed, and the puncture site was disinfected according to standard protocol. The site was monitored for any abnormalities. Once the patient¿s condition had stabilized, a new batch of the same model of closed, needle-stick-resistant intravenous catheter was used to re-insert the line. After successful insertion, a test infusion of saline was performed; upon confirming no abnormalities, treatment proceeded as scheduled.

Manufacturer narrative:
Investigation summary: a complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.